Event description:
A malfunction alarm, identified as malf 24, was reported, but there was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.